Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis station experienced an interface issue in which messages were not crossing over. The customer reported that it rebooted the cce server, after which inbound messages appeared to be crossing successfully; however, outbound messages continued to fail. Troubleshooting assistance was requested for hl7 inbound messaging. A review of rss confirmed that the server status was online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the messages were not crossing. A technical support specialist (tss) confirmed that errors in the logs indicated the transaction log for cfn cce med was full due to log backup; since this was a hospital structured query language (sql) server, the issue required hospital it intervention, and after it addressed the problem the customer was able to get the database back up with all systems working normally. The system functioned as intended after the technical support specialist and hospital it troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis station experienced an interface issue in which messages were not crossing over. The customer reported that it rebooted the cce server, after which inbound messages appeared to be crossing successfully; however, outbound messages continued to fail. Troubleshooting assistance was requested for hl7 inbound messaging. A review of rss confirmed that the server status was online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.